Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device location of device: abdomen/perforation (fallopian tube(s)") and type 2 diabetes mellitus ("type 2 diabetes") in a 37-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. On (B)(6) -2017 surgical pathology report revealed, uterus: complex hyperplasia with focal cytologic atypia, endometrial polyp., proliferative endometrium, unremarkable myometrium. On (B)(6) 2017 radiology report: supine and upright views of the abdomen and pelvis demonstrate multiple mildly dilated air filled loops of small bowel within the mid abdomen with corresponding air fluid levels. The colon is decompressed. The above findings are suspicious for small bowel obstruction. Previously administered products included for an unreported indication: clarithromycin. Past adverse reactions to the above products included hypersensitivity with clarithromycin. Concurrent conditions included diabetes, obesity, iron deficiency, anxiety, depression, acid reflux (oesophageal), high cholesterol, hives, swelling nos, rash, itching, adenomyosis, uterine pain, sinus infection, menorrhagia and vomiting. Concomitant products included escitalopram, fenofibrate, iron, metformin and omeprazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("spotting"), abdominal distension ("bloating"), type 2 diabetes mellitus (seriousness criterion medically significant) and metabolic syndrome ("metabolic syndrome / other injury(ies) or complication(s) - please describe: metabolic syndrome"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes) and total abdominal intracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving, the fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, abdominal distension, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, weight increased, type 2 diabetes mellitus and metabolic syndrome outcome was unknown and the cystitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, metabolic syndrome, migraine, nausea, pelvic pain, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 245 lbs. Approximate weight at the time of essure placement: 215 lbs insertion details : essure on the right side was properly placed-with the three coils exposed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: everything looks normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metabolic syndrome, pelvic pain, dysmenorrhea, vomiting, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device location of device: abdomen/perforation (fallopian tube(s)") and type 2 diabetes mellitus ("type 2 diabetes") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache. Previously administered products included for an unreported indication: clarithromycin. Past adverse reactions to the above products included hypersensitivity with clarithromycin. Concurrent conditions included diabetes, morbid obesity, iron deficiency, anxiety, depression, acid reflux (oesophageal), high cholesterol, hives, swelling nos, rash, itching, adenomyosis, uterine pain, sinus infection, menorrhagia and vomiting. Concomitant products included escitalopram, fenofibrate, iron, metformin and omeprazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and abdominal pain ("abdomen pain"). On (B)(6) 2017, 2 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("spotting"), abdominal distension ("bloating"), type 2 diabetes mellitus (seriousness criterion medically significant) and metabolic syndrome ("metabolic syndrome"). The patient was treated with surgery (total abdominal intracervical hysterectomy,bilateral salpingectomy) and surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving, the fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, abdominal distension, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, weight increased, type 2 diabetes mellitus and metabolic syndrome outcome was unknown and the cystitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, metabolic syndrome, migraine, nausea, pelvic pain, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 245 lbs. Approximate weight at the time of essure placement: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Ultrasound scan vagina - in (B)(6): everything looks normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metabolic syndrome, pelvic pain, dysmenorrhea, vomiting, abdominal pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information were updated. Events added: infection type: bladder / urinary, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain, perforation (fallopian tube(s)), fatigue, weight gain, type 2 diabetes/metabolic syndrome.outcome of events pain and cramping was updated from unknown to recovering/resolving and infections to recovered/resolved. Concomitant drugs, concomitant disease and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device location of device: abdomen/perforation (fallopian tube(s)") and type 2 diabetes mellitus ("type 2 diabetes") in a 37-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. On (B)(6) 2017 surgical pathology report revealed, uterus: complex hyperplasia with focal cytologic atypia, endometrial polyp., proliferative endometrium, unremarkable myometrium. On (B)(6) 2017 radiology report: supine and upright views of the abdomen and pelvis demonstrate multiple mildly dilated air filled loops of small bowel within the mid abdomen with corresponding air fluid levels. The colon is decompressed. The above findings are suspicious for small bowel obstruction. Previously administered products included for an unreported indication: clarithromycin. Past adverse reactions to the above products included hypersensitivity with clarithromycin. Concurrent conditions included diabetes, obesity, iron deficiency, anxiety, depression, acid reflux (oesophageal), high cholesterol, hives, swelling nos, rash, itching, adenomyosis, uterine pain, sinus infection, menorrhagia and vomiting. Concomitant products included escitalopram, fenofibrate, iron, metformin and omeprazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("spotting"), abdominal distension ("bloating"), type 2 diabetes mellitus (seriousness criterion medically significant) and cardiometabolic syndrome ("metabolic syndrome / other injury(ies) or complication(s) - please describe: metabolic syndrome"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral removal of fallopian tubes) and total abdominal intracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving, the fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, abdominal distension, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, weight increased, type 2 diabetes mellitus and cardiometabolic syndrome outcome was unknown and the cystitis and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cardiometabolic syndrome, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 245 lbs. Approximate weight at the time of essure placement: 215 lbs. Insertion details : essure on the right side was properly placed-with the three coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: results: everything looks normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metabolic syndrome, pelvic pain, dysmenorrhea, vomiting, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.